Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was disposed of and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the superficial femoral artery (sfa) and popliteal artery using an indigo system aspiration catheter 6 (cat6) and non-penumbra sheath. During the procedure, the physician made one pass in the target vessel using the cat6 without a peel away sheath. Subsequently, while advancing the cat6 through the sheath on the next pass, the physician experienced resistance and kinked the cat6 approximately 1cm from the distal tip. Therefore, the cat6 was removed. The procedure was completed using a new cat6 with a peel away sheath and the same sheath. There was no report of an adverse effect to the patient.